Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, her blood glucose was 116 mg/dl then it started to rise up to 380 mg/dl. Troubleshooting was performed and customer mentioned her current blood glucose was 404 mg/dl, treated with a syringe. No anomalies were noted on the insulin pump and customer declined performing the high pressure test. Customer stated she had changed her site and her blood glucose started coming down as blood glucose was 412 mg/dl prior to the 404 mg/dl. The customer is not returning the insulin pump for analysis.